Event description:
The device was used during a gynecological procedure. Reportedly, the needle broke and the cartridge was difficult ot toggle. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.